Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence. The trial started on jan -14-2019. The patient mentioned soreness from needles around incision site and slight constipation. On (B)(6) 2019 the patient felt a wire must have come loose because she felt a strange feeling coming back and woke up with a soaked pad. On (B)(6) 2019 the patient again stated that she believed that the lead might have moved. Patient was able to turn the programmer on to make sure it was still working. No further complications were reported or are anticipated.

Manufacturer narrative:
Corrections: b2 outcome: no intervention was reported. B5 event description was rewritten. H1: corrected from serious injury to malfunction. H6: patient code c50791 no longer applies to the ens, the ens is no longer a reportable device, the uti was pre-existing and not attributed to the trial product. Patient code c50535 was moved to lead, as well as patient code c50499 was added. Continuation of d11: product ID 3057, lot# unknown. Product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial#: unknown, product type: other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence. The trial started on (B)(6) 2019. The patient mentioned soreness from needles around incision site and slight constipation. The patient felt a wire must have come loose because she felt a strange feeling coming back like a uti had returned and woke up with a soaked pad. The patient further stated that she believed that the lead might have moved because she had a uti. She was currently treating her uti with home remedies from the health store. No further complications were reported or are anticipated.